Event description:
The customer received a blood glucose reading of 350mg/dl on his breeze2 meter and a 130mg/dl on his contour. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged the test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Model number was not provided.